Manufacturer narrative:
B5: the customer confirmed the patient was hospitalized for ampta op. Additionally, the customer stated the patient had a fever from 2 days ago, a test was performed on (B)(6) 2021 with a nasopharyngeal collection and generated negative results. H10: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m139732 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m139732 and test base part number 190-430 / lot m139732 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139732 showed that the complaint rate is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported positive results on a nasal swab with the ID now covid-19 assay on (B)(6) 2021 at 1242. Repeat testing on a nasal swab sample with ID now covid-19 assay at 1434 and 1700 provided negative results. Additional testing with an antigen test provided negative results. Confirmation testing (not specified) was performed (results not provided). The patient was experiencing a fever for two days prior to testing. No further patient information, including treatment and outcome, is available. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.